Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse verified helium leak when tank is turned on. Leaking sound coming from helium regulator. The nut securing the helium gauge extension fitting was found to be loose. Once tightened it resolved the leak. Complete pm performed with full calibration. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units helium tank is leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.